Manufacturer narrative:
The device analysis report is attached. This report is submitted on july 21, 2020. (B)(4).

Manufacturer narrative:
This report is submitted on june 15, 2020.

Event description:
Per the clinic, the patient experienced 9 open electrodes. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery.